Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that on (B)(6) 2017, the patient experienced a blood glucose of 26mg/dl with loss of consciousness, seizures, and unsteadiness when standing/walking, associated with an inadvertent infusion. Reportedly, the patient resumed pump therapy with the same pump, and was treated in the hospital with intravenous glucose, and other unspecified treatment. During troubleshooting with customer technical support (cts), it was alleged by the reporter that the patient may have infused about 20 units of insulin accidentally and caused a low blood glucose. It is not sure if patient held his finger on prime while attached or if it was a different action on behalf of the patient that infused insulin into their body. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.